Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient. Prior to the wds being inserted or deployed in the patient a pericardial effusion was noted. The patient was taken to open heart surgery to treat the effusion. The same day, the patient died.